Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment about an error on the epg, however, it was noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional texts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was broken. It was noted that an error "button press detected. Release all buttons" occurred. The epg was returned for repair. No patient complications have been reported as a result of this event.